Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with several courses of oral antibiotics on (B)(6) 2024, (B)(6) 2025. The patient was also treated with intraoperative steroids on (B)(6) 2025 (duration not reported).